Event description:
The customer reported that the system displayed an emergency (fast stop) error message and failed to allow fluoroscopic exposures. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.